Manufacturer narrative:
H3: analysis of the catheter found that there was damage to the transition tube of the catheter body. Analysis of the pump found that there was corrosion/wear/lubrication on the gear train of the pump motor and that there was a stall due to shaft bearing. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 8780, serial#: (B)(4), implanted: (B)(6) 2013, explanted: (B)(6) 2019, product type: catheter, ubd: 22-aug-2015, UDI#: (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider (hcp) via a manufacturing representative (rep) regarding a patient receiving 200 0mcg/ml of compounded baclofen at 374.6 mcg/day via an implantable pump for intractable spasticity and cerebral palsy. It was reported the patient's pump was replaced on (B)(6) 2019 and the doctor noticed the catheter was slightly frayed near the connection site when they removed the pump. There were no environmental/external/patient factors that may have led or contributed to the issue. The pump segment of the catheter was replaced. It was indicated the explanted segment would be returned to the manufacturer. The issue was resolved at the time of the report, (B)(6) 2019. The patient's status was provided as alive - no injury. No further complications were reported or anticipated.